Manufacturer narrative:
The pump is in the process of being evaluated. A follow up report will be filed upon completion of the evaluation or if additional info becomes available. Review of the complaint history reveals similar reports have been received for this product for the reported issue.

Event description:
The facility reported an infusion pump with a failure code 533:320:830. The event was reported to have occurred during pt infusion. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service evend and no pt injury had been reported. Though requested, no additional info was provided regarding pt's demographics, medication involved, or device programming. No additional contact info was available.